Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2024. On the day of the event, the patient finished dinner at 8:00pm and went to bed around midnight. After the episode, the patient had reviewed his devices and noted that while he was sleeping between 1:00-2:00am, the cgm went from 70 to 170 mg/dl. It was not reported whether bgs were checked during this time. The patient noted that the cgm readings caused the unspecified pump to deliver bolus which resulted in unconsciousness. He woke around 6:00am diaphoretic and confused which he noted was an indicator he had lost consciousness with hypoglycemic shock. The cgm upon waking was not noted but the patient noted he did not hear an alarm. An hour and a half after waking, the patient checked his bg and it was 41 mg/dl. The cgm at this time was not noted. Of note, the patient reportedly encountered "failed sensor error" on the same wearable, which allegedly recovered and gave cgm readings again after a few hours, although it was reportedly still showing inaccurately. At an unspecified time after waking, the cgm was 110 mg/dl while the bg was 50 mg/dl. At this time the patient turned off his pump and self treated the hypoglycemia with apple juice. An unspecified time after treatment, the unspecified value was 105 mg/dl. There was no information of further medical evaluation or intervention for hypoglycemic shock with reported loss of consciousness. The patient was reportedly doing fine at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.